Manufacturer narrative:
Failure analysis results: inspected 1 opened/used guardian sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
Customer reported via phone call that they had high blood glucose level and the pump was under delivering. In the morning customer¿s blood glucose was 129mg/dl. Customer¿s blood glucose value at time of incident was 358 mg/dl and current blood glucose value was 453 mg/dl and sensor glucose value was 342mg/dl. Insulin pump will be returned for analysis and a replacement pump will be sent.